Manufacturer narrative:
The reported event of lead had a kink and bend was not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an initial implant procedure, it was reported the right atrial (ra) lead had a kink and bend. The ra lead was explanted and replaced to resolve the event. The patient was stable.